Event description:
Reporter indicated that vns patient was explanted due to infection. Both the generator and lead (including electrodes) were explanted. The patient was reimplanted approximately 11 months later. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.